Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable pulse generator was suspected to be exhibiting premature battery depletion behavior. During the previous device check, the physician observed that battery longevity had three months remaining, with a magnet rate of 90 beats per minute (power consumption at 357%). It was noted that the patient is not pacer dependent. A replacement procedure has been scheduled for the following month. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported. This device is not expected for return, as it was disposed of at the hospital.